Manufacturer narrative:
This device has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a normal device change out, the right atrial (ra) lead and right ventricular (rv) lead were stuck in the device header. The leads were capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.